Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000082 for further information regarding this complaint.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a telemetry speaker failure in the ICU. It was stated they are getting loudspeaker errors for different equipments, but the errors come and go. A good faith effort was performed to obtain further information (like if the issue is monitor or central station related or if sound was still audible), but none was provided at the time of the initial report. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.